Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller was getting a message system update needed code 303 when attempting to interrogate the ins with the patient application. Prior to calling, the caller had interrogated the ins with the clinician application and entered the patient information and programmed therapy parameters. Tss had the caller attempt to reconnect to the ins with the clinician application and it worked without issue. The caller provided the following app version numbers: a72200 v1.0.1052 a71200 v2.0.2455 tss confirmed with healthcare it that the patient application version was current. The caller got a second ins and attempted to connect with the clinician application when connected to the clinician application said unexpected service error and forced the session to end. The caller attempted to connect to the ins a second time and the session started successfully. The caller programmed the ins and then ended the session. The caller confirmed that the patient application connected to the second ins without issue. The issue was not resolved through troubleshooting. Tss sent the caller a message requesting the caller return the ins for analysis. The caller did not have a second handset to try with the ins that was causing the 303 code. The caller was attempting to program the ins before it was implanted, so the device was not associated with a patient or md. Additional information was received from the manufacturer representative (rep). It was reported that the rep was able to use a secondary ins successfully.

Manufacturer narrative:
Concomitant medical products: product ID: a71200, lot#; serial#: unknown, implanted:, explanted:, product type: software, product ID: a72200, lot#:, serial#: unknown, implanted:, explanted:, product type: software analysis found a software/firmware anomaly, cause unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pe was reopened to update the afc code that was originally applied. Further analysis was performed, and this device was found to be in the scope of ad506298. The afc code was changed to reflect updated analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.